Manufacturer narrative:
Revision surgery to remove the granulomatous tissue reportedly occurred (B)(6) 2014. Exposure of the recipient's electrode array was confirmed on (B)(6) 2015. The recipient's device was explanted. The recipient will not be reimplanted at this time.

Manufacturer narrative:
The recipient reportedly experienced device extrusion in the retroauricular area prior to device explant.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. This is the final report.

Event description:
The recipient reportedly experienced a flap infection in (B)(6) 2014. There was increased volume behind the ear and subsequent violaceous vesicular. The recipient was prescribed cefuroxime, clindamycin, clarithromycin, prednisone, loratadine, cefixime, and corticoids, to be taken orally, for 20 days. On (B)(6) 2014 a revision surgery was performed. Aspect granulomatous tissue around the electrode in the mastoid was removed and washed with povidone-iodine. The site was sutured in layers. The recipience recovered well. The recipient is now experiencing a vesicular lesion. Revision surgery is under consideration.